Manufacturer narrative:
The device was returned for an investigation. The reported event of unexpected shutdown was confirmed. The investigation determined that the struts on the cough valvet broke, which caused the unexpected shutdown. After replacing the cough valve, proper device operation was observed through functional and performance testing.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.